Event description:
The patient was implanted with a left ventricular assist device. It was reported by the physician that the patient had experienced red heart alarms. Waveforms were submitted for analysis which indicated signs of bearing wear. Approximately two months later, decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was disposed of by the hospital and therefore, will not be returned for investigation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.